Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the dissection tip separated. The case was completed using a replacement device. No pt complications were reported.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.